Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire damaged occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem - addition information. E2 is health professional - correction. E3 occupation - addition information. G2 report source - correction. G3 date received by mfg - addition information. G6 type of report - correction. H2: additional information/ device evaluation - addition information. H6: adverse event problem - correction. Subsequent to the initial MDR, please disregard h6 code 3331.

Event description:
Subsequent to the initial MDR, corrections are required.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).